Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by fever, abdominal pain, and nausea. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the date of onset, the patient was treated with vancomycin intraperitoneally (dosage and frequency not reported) and cefepime intraperitoneally (dosage and frequency not reported) for the peritonitis event. Thirteen days after onset, antibiotic therapy was discontinued. Dianeal therapy was ongoing. The patient was recovered from the peritonitis event. It was unknown if the patient was retrained in aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.